Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a left atrial flutter procedure. Reportedly, during equipment testing and prior to the start procedure, the catheter was connected to the ultrasound system. While physician was awaiting for the catheter connection, the catheter generated a "no transducer" error message. The cable was replaced but with no resolution. The ultrasound system was rebooted but it still failed to recognize the catheter. When the catheter was replaced, the reported issue was resolved. The intended procedure was completed with only a minimal delay. There was no loss of data and there was no patient adverse event reported. No additional information was provided.